Event description:
It was reported that myopotential oversensing resulting in inappropriate antitachycardia pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.